Manufacturer narrative:
Clarification to d.6a. Implant date: between 2020 and 2022. Article citation: boscia, f., ferreri, p., sisto, d., niro, a., boscia, g., scotti, g., viggiano, p., sborgia, a., sborgia, g., giancipoli, e., & alessio, g. (2024). Xen gel stent implant for persistent glaucoma after silicone oil removal. European journal of ophthalmology. Https://doi.org/10.1177/11206721241272273. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of high intraocular pressure is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article "xen gel stent implant for persistent glaucoma after silicone oil removal" from the european journal of ophthalmology, healthcare professional noted the following events "6 eyes required medication due to high iop of which events resolved in 4 eyes; 6 eyes had non-functioning bleb requiring needling procedures; 1 eye had hypotony and hyphema at pod1 which spontaneously resolved over pow1; 1 eye required ex-press implant at pom6.